Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient was revised approximately 8 months post-implantation due to metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in medical records confirm the patient was revised approximately 8 months post-implantation due to osteolysis caused by metallosis and disassociation of the femoral head from the trunnion. The revision operative report indicates scratches on the femoral head, likely caused by the trunnion. During the procedure, the femoral head and polyethylene liner were removed and replaced.

Event description:
It is reported that the patient's hip arthroplasty was revised due to metallosis.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-01783.